Event description:
Device 1 of 3: reference MFR. Report: 1627487-2019-03288. Reference MFR. Report: 1627487-2019-03289.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2019-03288. Reference MFR. Report: 1627487-2019-03289. Follow up information identified the physician explanted the patient¿s scs system on (B)(6) 2019.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3: reference MFR. Report: 1627487-2019-03288, reference MFR. Report: 1627487-2019-03289. It was reported the patient never established effective therapy after implant. Reprogramming attempts were unsuccessful. To address the issue, the patient may be awaiting surgical intervention.